Manufacturer narrative:
Investigation: maquet cardiovascular received the device on (B)(4) , 2010. Visual inspection revealed that there were minimal signs of usage and no nonconformities. A pre-cautery test was performed on the device with a reference power supply and extension cable. The device did not pass the pre-cautery test, it failed to generate steam. Based upon this, the reported failure "device was intermittently working" is confirmed. A lot history record review was performed and there was no nonconformance for the reported lot. This failure mode is currently being investigated in our CAPA system. (B)(4).

Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the vh-3000 was intermittently working during ligation. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product was returned.